Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had false auto mode switching episodes recorded. R-wave oversensing was detected on the atrial channel. Programming changes were made. Patient is doing well.